Event description:
The customer reported a frozen image during reprocessing involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in the air/water cylinder and tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: white foreign material was due to silicone use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.